Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal display) is out of electrical specification. Analysis also found the upper case, lower case, and ring cover are broken and contaminated. Battery release, heart block, main seal, battery release o-ring, battery drawer, and heart wire contacts are contaminated. Battery contacts are compressed, the ring is bent, keyboard is scratched, battery drawer o-ring is missing, and the lead flex cover is corroded. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.